Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error, failed battery and the display screen is blank. The customer's blood glucose reading was 214 mg/dl at the time of incident. Troubleshooting found that the customer tried to deliver a bolus and the screen went blank and alarmed failed battery and alarm cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected low battery alarms, failed battery test alarms or replace battery now alarms were noted during testing. The pump error 53 was noted in the history file due to a software error. The pump was received with minor scratches on the display window and case.